Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving morphine [3 mg/ml] at a minimum rate via intrathecal drug delivery pump for malignant pain. It was reported that the patient wasn't taking care and cleaning incisions from implant, which may have led to what appeared to be an infection at the spinal incision. The patient went into ER on (B)(6) 2017 evening. The symptoms included fever and an open sore with no obvious pus. The pump incision looked great and nothing was done with the pump. The catheter access port (cap) kit was used to aspirate the catheter and then also used to locate the catheter with the dye to locate it at the right flank area to ligate it there. The patient was put on the or schedule for catheter removal and possibly full explant. 59 centimeters (cm) of spinal segment was removed and the catheter was tied off/ligated at right flank. The total catheter length is 49.3 cm and the patient will have a spinal segment replaced in the near future. The patient had cultures done the day of surgery but were unaware of the results. They were also on IV antibiotics and nothing further was provided. The issue was not resolved and there were no further complications reported/anticipated.